Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported her blood glucose levels have been over 250 mg/dl for the last week. Pt¿s target blood glucose is around 100 mg/dl. Pt stated, she is having issues with the infusion sets. Pt reported having issues with the cannula being bent and insulin leaking around the infusion site. Pt stated, she noticed insulin around the infusion site last week and this is when she removed the site and the cannula was bent. Pt reported, she used to use a longer cannula. Advised pt, she can try a longer cannula. Pt stated, she is manually inserting her infusion sites. Advised pt on using the insertion assist plus device. Pt reported, she does not wish to use the device. Pt stated, she currently has an infection and is on an antibiotic. Advised pt this can affect her blood glucose levels. On call back on (B)(6) 2011, pt reported her blood glucose levels were still elevated. Pt stated, she switched to the backup infusion device to see if it would bring down her blood glucose but it did not. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product return was requested.